Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (one gram once per day for twenty-one days), ancef (dose, route, duration and frequency not reported) and fortaz (dose, route, duration and frequency not reported) for the peritonitis. The patient was discharged from the hospital three days after admission. The patient was reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.